Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress (editable/can be removed) to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set absorption issue and hyperglycemia with blood glucose 540 mg per dl and ketones resulting in an emergency room visit and hospitalization on (B)(6) 2026 treated with intravenous fluids saline and insulin and the patient was discharged on (B)(6) 2026